Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 23 cm from the terminal pin. The complete lead was returned in two lead segments. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right ventricular lead exhibited oversensing, inappropriate shock delivery and high out of range impedance measurements. For this reason the lead was explanted and replaced. The associated device was also removed as a subcutaneous ICD system was elected as the replacement product. The lead has since been returned for laboratory analysis. It was additionally reported this was the second lead fracture within a short time period with the possibility of an anatomical peculiarity or implant location/placement factor, as possible root causes for the post implant lead damages. No resulting adverse patient effects, aside from the revision procedure, were indicated.